Event description:
Pt status post implantation of two zero-p levels c3 - c5, returned to surgeon for post op visit. An x-ray showed a vertebral fracture between the two implanted zero-p implants at c4. Surgeon noted the pt had osteopenic bone, implants are not broken, and the implantation went well and looked ok. It is not known if the vertebral body was fractured during insertion of the implants or post operatively. Surgeon is not removing the hardware at this point and will monitor the pt. This is one of two reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. W/o a lot number a device history record review could not be requested.